Event description:
Reporter alleged the customer woke up feeling hypoglycemic which included blurry vision and his balance being off. The customer's wife obtained a result of 242 mg/dl on the aviva system and then the customer was given orange juice, glucose tablets and the paramedics were called. Reporter alleged that 15 minutes later, the paramedics tested the customer on their system with a result of 72 mg/dl and within 10 minutes, the customer received a result of 182 mg/dl on the aviva system. Reporter stated the customer was taken to the hospital and may have been given glucose tablets. At the hospital, he was given orange juice and some type of unspecified treatment intravenously after a result of 101 mg/dl was obtained on the hospital system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.